Event description:
It was reported by service report that the side rail could not be latched in the raised position; fowler could not be raised or lowered or hold weight due to a broken fowler weldment, exposing sharp edges. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler; fowler weldment.